Event description:
It was reported that on or about (B)(6) 2012, a patient experienced shocking and burning from her implantable neurostimulator (ins) system. She shut the system off and it was verified with the company representative that the ins was off. The patient had a history of falling although there was no fall immediately prior to this issue. The patient would like the system taken out. It was stated that the removal would be pursued in a couple of months. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3777-45 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2010 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient¿s system was removed because it was implanted ¿upside down and leads connector to wrong portion of spine.¿ the patient stated that therapy was supposed to help her pain in the right ankle but ¿all it could was stomach.¿ the patient stated that the lead was attached in the wrong location. The patient was unable to recharge properly because it was implanted wrong. The patient stated that the device did not provide therapy at all. The health care provider (hcp) that removed the device told the patient that it was upside down. The patient noted ¿it was a horrible experience for her and the entire time the therapy did not work.¿